Event description:
Orig. Surg. 05. Allegedly standard conserve shell appeared to have seated, but "spun out" or dislodged from acetabulum on post-op day 2. Patient returned to operating room on 11/25 for exchange of cup to conserve spiked cup.